Manufacturer narrative:
(B)(4). The sample has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A review of all batch record documents was performed for lot number h12j25060 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). Evaluation of the returned device was performed. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The device was run on a lab homechoice machine with no issues noted. The problem could not be confirmed and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter?s technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use. The home patient (hp) was not connected. Set up help was needed. The tubing fell off the cassette line. The caregiver (cg) would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient's wife on (B)(6) 2013 in regards to a connection issue (this complaint and related (B)(4)) and she said that she still had the cassette available from that day. She did not have the solution bag available anymore, but she did not think the problem was with the bag. She said that the connector on the end of the line it would not connect to the bag, it would just fall out. She did not notice anything wrong with the supplies that day. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.